Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. The customer's age and weight are unknown. The model # was not provided.

Event description:
On (B)(6) 2019, at 10:45 p.m., the customer obtained a blood glucose reading of 121 mg/dl on a breeze 2 meter. On (B)(6) 2019, at 12:00 a.m., the customer performed another testing and obtained a reading of 38 mg/dl. The customer was presenting with symptoms of hypoglycemia such as sweating, dizziness, confusion, unawareness, could not sit up, felt slow, and had hard time focusing. He drank orange juice, ate peanut butter with bread and took one tablet of glucose after which he started feeling better. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.